Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was a new pump user, and received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin. Additionally, the customer reported a blood glucose (bg) level of 250 mg/dl. The customer reported that the suspected cause of the elevated bg level was unknown. The customer delivered a correction bolus to address bg level. The customer confirmed bg levels would continue to be monitored.